Manufacturer narrative:
Patient information is not available for reporting. Device remained implanted; as such explant date is not applicable. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales consultant. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a proximal femoral nail antirotation (pfna) case on (B)(6) 2018, the pfna blade could not be locked in place. Initially, it was observed that the unknown insertion handle would not lock into the unknown protection sleeve, thus not locking the blade all the way. In the surgeon¿s attempt to reattach the blade and lock it fully, the blade was completely screwed from its housing instead and could not be recovered. Locking the blade was abandoned and the blade was left inside the patient. The surgeon noted that the blade should have a fail safe option so that it cannot disengage and therefore always lock effectively. It was also noted that the guide wire for pfna blade was bent when it was removed. There was a 30-minute surgical delay reported due to the device issue. The procedure was completed but with the blade sitting a little bit out than it would normally be. It is unknown what the patient outcome was. This report is for one (1) pfna blade perf l100 tan. This is report 3 of 4 for complaint (B)(4).

Event description:
Further it was reported that the reported incident was not due to instrument but due to either surgical technique or blade itself.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.